Manufacturer narrative:
H10: per authorized service personnel (asp) after this device is connected to ac power, the ac power indicator does not light up, it cannot be turned on, and it cannot work normally. After reconnecting the power cord, the machine is turned on, and the fault remains. Check the device and replace a new rp-pcba,pwr mgmt,v60/v68. Visual test passed and start running normally. Device returned to full functionality. Per asp the issue was discovered during testing in the equipment room. No delay in therapy noted. H11: b5- after reviewing this file it was determined that MDR#2031642-2021-04980 was reported in error. The issue was discovered during testing in the equipment room. No patient involvement. This is not a reportable event.

Manufacturer narrative:
Report date: 17sep2021. Reporter phone number: (B)(6).

Event description:
The customer reported that the ventilator can't restart after automatic boot. The customer reported that the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and requested for service repair. This is pending repair information.